Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump beeps without a message in the display. The customer's blood glucose level was 12.3 mmol/l at the time of the incident. Customer states no information in pump status. No temporary basal rate, the insulin pump was not suspended and no alarms in memory. The customer requested the insulin pump exchange. The insulin pump will be returned for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement test and self test. The insulin pump monitored for several days and no unexpected beeps noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained back address label and minor scratched lcd window.